Manufacturer narrative:
Correction: h6 section: previously health effect - impact code should be 4632 - prolonged surgery instead of 4625 - additional surgery.

Event description:
It was noted the pacemaker exhibited a lack of pacing output and the error message on the programmer indicates that there was a malfunction noted on the pacemaker. The device was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
The reported event of no pacing output and error message was not confirmed. The device was received with normal output and normal telemetry communication. Visual inspection was performed to assess the header and its connectors, which determined to be normal. Electrical and mechanical tests performed including lead impedance and outputs verification did not identify any functional issues. Longevity assessment found the device was operating at normal voltage range, with appropriate remaining longevity.